Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic robotic abdominal hernia repair, on closure of the fascia, the thread broke. Another device was used to resolve the issue. There was no patient injury.